Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A broken suction canister was the cause of the reported event. The canister was replaced by the customer prior to ge healthcare service.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.